Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. The patient experienced inaccurate cgm values which first occurred on (B)(6) 2021. On (B)(6) 2021, the patient became hypoglycemic and was tired, wobbly, and confused. Her cgm was reading 7 mmol/l but her bg was 3.5 mmol/l. She was admitted to the hospital and prior to treatment her bg was 2.6 mmol/l. She was treated with a glucose infusion for 36 hours. She was released on (B)(6) 2021 in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.